Event description:
The patient had a posterior medial meniscus tear. This was the 1st time for the surgeon to use our fastfix 360. For the 1st fastfix 360 used; t1 implant was implanted onto the meniscal, before the surgeon launched the t2 implant, the suture broke. The surgeon then used the 2nd pc of the fastfix 360. The t1 was dislodged before it reached the repair site. The 3rd fastfix 360 was then used. T1 was implanted onto the meniscus but before the surgeon launched t2, the suture broke again. The surgeon then decided to use 2 x of ultra fastfix implant instead. Both repairs went through successfully. One piece of t1 is inside.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
Per engineering, three devices were received without t-s and suture present and were reviewed by engineering. They were functionally tested for actuation and all actuated without issue. Without the return of suture and t-s no root cause related to manufacture can be determined. No further investigation is warranted at this time. (B)(4).